Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and caused the pump to shut down subsequently. The customer's blood glucose (bg) level was 500 mg/dl. The customer addressed bg with a correction bolus from the pump. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.